Event description:
A malfunction was reported with the customer's pump, identified by malfunction code 12, which had occurred at least three times previously. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.